Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was about to have spine surgery and their healthcare provider (hcp) had prescribed them with a bone growth stimulator before the surgery; the patient used it today and when the bone growth stimulator was turned on the patient had a reaction with their sacral nerve stimulator. The patient stated they felt like the stimulation was too high and was pretty strong. The change in symptoms/therapy was reported to have been sudden in nature.

Event description:
Additional information received from the patient reported that the strong stimulation wasn¿t resolved. They used a bone stimulator 1 time which caused a painful reaction with ¿orthofix.¿ the steps taken to resolve the strong stimulation were they stopped using ¿orthofix.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.